Event description:
It was reported that the lead exhibited no sensing and no capture due to dislodgement. Repositioning was attempted without success, and the lead was replaced.

Manufacturer narrative:
No medwatch form was received.